Event description:
It was reported that this patient presented to the hospital due to an inappropriate shock from this implantable device. It was stated that at the time of the shock delivery, the patient was undergoing imaging with contrast medium for unrelated dysphagia. A data review was performed and it was determined that episodes of right atrial (ra) and right ventricular (rv) channel noise which resulted in pacing inhibition. The device subsequently delivered multiple bursts of inappropriate anti-tachycardia pacing (atp) and the singular inappropriate shock. The device data was forwarded to technical services (ts) and it was discussed that the inappropriate atp and shock most likely occurred due to over-sensed electromagnetic interference (emi) noise. The emi noise was consistent with a transcutaneous electrical nerve stimulator (tens) unit or potentially from the imaging device itself. Diagnostic imaging from the hospital were also provided and ts confirmed that the system placement was normal with no abnormalities observed. Additionally, all other sensing measurements were stable and in-range. Ts recommended that the physician instruct the patient to declare the presence of an implantable device and also stressed reprogramming therapies off and/or magnet use prior to imaging scans. At this time, the device remains implanted and the patient is stable with no additional adverse effects.